Event description:
During product evaluation, it was reported that a flogard infusion pump experienced a battery low alarm. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A battery low alarm was identified during the alarm log review. The cause of the battery low alarm was not identified. The battery was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. Should additional relevant information become available, a supplemental report will be submitted.